Event description:
It was reported that the patient experienced a loss of pain relief. The patient had an x-ray which revealed a malpositioned catheter. A catheter dye study was done on (B) (6) 2010, and showed that the catheter was also leaking. The catheter was revised and was placed at the t6 level, the next day. The pump infusion rate was decreased by 52% following the surgical intervention. The patient experienced overdose symptoms two days after she had undergone catheter revision surgery and was subsequently admitted to the ICU (see manufacturer #3007566237201002841 for information on that event). The medications being delivered via the device system were bupivicaine, morphine and clonidine.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).